Event description:
A patient reports having to seek required medical attention while wearing a pod. The patient reports having nausea as well as vomiting. The patient received a prescription for zofran. Due to this event the patient has discontinued use of their pump temporarily. It should be noted the patient reports having gastrointestinal disorders.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention. No lot release records were reviewed, as the product lot number was not provided.